Event description:
It was reported to philips that the system shut down unexpectedly, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected, the philips remote service engineer (rse) connected with customer remotely and confirmed the reported problem. Upon further investigation, the rse confirmed that the angiography system was found powered off, with both the main cabinet and x-ray generator switches in the electrical panel in the lowered position. The rse later determined that the shutdown was caused by an external power issue, either from the hospital's internal electrical supply or from the power distribution company. There is no indication that the event was related to any fault within the angiograph itself. Once power restored and the switches were rearmed, the system initiated its normal boot-up process. After which, the system was restored to normal operation and returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to not boot up. This scenario includes situation in which the amin hospital power supply is fluctuation or there is localized power failure that is not caused by the allura. Since the malfunction of an external power source is not malfunction of the allura system. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.